Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded an alert in the remote monitoring system for high, out-of-range shock impedance measurements. Technical services reviewed the device data in the remote monitoring system and confirmed a measurement of 125 ohms was recorded. It was discussed the device would need to be interrogated with a programmer in the clinic to clear the alert. The clinician reported the right ventricular (rv) lead would continue to be monitored. No adverse patient effects were reported.